Manufacturer narrative:
Duplicate reports were submitted for this event. Any additional information pertaining to the event will be submitted under emdr 2124215-2024-53102.

Event description:
It was reported that inadvertent deployment occurred. A 6m x 150mm, 130 cm eluvia drug-eluting vascular stent system was selected for use. However, during preparation, it was observed that the stent was partially deployed while still in the package. The product was not used. The procedure was completed using an alternate device. No patient complications were reported.

Event description:
It was reported that inadvertent deployment occurred. A 6m x 150mm, 130 cm eluvia drug-eluting vascular stent system was selected for use. However, during preparation, it was observed that the stent was partially deployed while still in the package. The product was not used. The procedure was completed using an alternate device. No patient complications were reported.